Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was eos, 3 charge processes had been documented. The memory content of the ICD was analyzed, and it was found that the eos battery state was not as expected. The ICD's capability to provide therapy was checked. The antibradycardic output signal was proper and matched the programmed values in eos mode. The eos mode was reset with a technical programmer. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. The detection was followed by a charge process, which was aborted, which is, however, due to the already severely depleted battery. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured. A discharged battery was detected. The battery and the electronic module underwent a thorough analysis. To this end, the battery was returned to the manufacturer for destructive analysis. Analysis of the battery the manufacturing process of this battery was reviewed first, and the battery underwent a visual and an x-ray incoming goods inspection. No anomalies were noted in the process. All manufacturing steps had been carried out correctly, the visual check and the x-ray analysis showed a normal and expected battery structure. In a next step, calorimetric measurements were performed. The measurements did not show any indications of a possible increased self-discharge of the battery. The battery was opened and analyzed destructively. The visual and electrical inspection of the internal structure did not show any anomalies. Analysis of the electronic module the manufacturing process of this module was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly, and the power consumption of the module, in particular, was unremarkable. Further analysis was able to pin-point the cause to an integrated circuit, which led to an intermittently increased current uptake of the electronic module and thus to the clinical complaint. We have no indications about an external influence, such as strong electromagnetic radiation. However, we cannot rule out such an influence based on the analysis results.

Event description:
Ous MDR - after an implantation time of about 10 months it was reported that the ICD was displaying an eos battery state. The ICD was replaced. The lead was tested during the revision and was retained in place as the results were not out of the ordinary. The defibrillator was returned to biotronik. No worsening of the patient's health was reported.